Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer reached out to the technical service engineer (tse) for concerning an issue with the fenestrated bipolar forceps (fbf), which did not fully close when the wrist was rotated or bent in a specific manner. The customer confirmed that the fbf was installed on universal surgical manipulator 1 (usm1). The surgeon attempted to use a second fbf on usm1, but it exhibited the same behavior. Consequently, the surgeon undocked usm1 and proceeded to use the other three universal surgical manipulator arms without encountering further issues with the fbf. The surgeon was continuing the surgical procedure using the robotic system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that drape was cause of the problem. The new drape was used and there was no issue. The system was verified and ready to use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.